Event description:
Patient representative reported left-side "pain in breasts and discomfort." The patient also mentioned the recall. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d3, d4, g1, g2, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "thick liquid content".

Event description:
Healthcare professional additionally reported "capsular contracture, baker grade unknown. The patient also mentioned the recall. Patient representative later reported "lobulated edges, thick liquid content."

Event description:
Patient representative reported left-side "pain in breasts and discomfort." The patient also mentioned the recall. Healthcare professional additionally reported "capsular contracture, baker grade unknown. The patient also mentioned the recall. Patient representative later reported "lobulated edges, thick liquid content." Device remains implanted.